Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the desktop charger had a broken, bent, or loose connector pin. There was a broken connector pin. This was not an out of box failure. The patient was unable to charge the implantable neurostimulator (ins) and needed to turn the stimulation on as the patient was experiencing a return of pain. There was a return of pain in the lower back and the patient could barely walk. The return of pain occurred in (B)(6) 2016 and the broken connector pin occurred on (B)(6) 2016. There was poor communication on the patient programmer and the patient was unable to turn the stimulation on. Communication was not possible with the implantable neurostimulator recharger (insr). There was poor communication with the recharger and patient programmer. The patient was to check the implant after she received the new connector pin. The last time stimulation was felt and the last successful recharge session was two weeks prior to (B)(6) 2016. It was noted the patient had two systems. The connector pin of the newest system broke and the patient used her old system to recharge. The patient also mentioned she always had a difficult time recharging the newest implant and did not think it really recharged much or completely. With this newest implant, it had always been difficult to recharge based on where it was placed, way down the buttock. It seemed like it was sideways and stuck out. The ins was tilted. Later, the manufacturer's representative (rep) reported the ins was overdischarged. They did three physician mode recharges (pmr) and had not been able to reach the normal recharging screen. A click was mentioned to have occurred during the pmrs, but it appeared the insr was functioning as intended and the screen just went to sleep. The rep stated the ins seemed to be sitting flat against the skin, but the patient mentioned on the inss sticking out bad and they had to push it back in. Communication could not be established with the patient programmer or clinician programmer. The rep stated the patient last recharged approximately 3 weeks prior to the report and last felt stimulation about 1.5 weeks prior to the report. When the insr statistics were reviewed, the insr had indicated they had last been used for recharging on (B)(6) 2015. According to the insr, the patient had not charged since (B)(6) 2015 and it was reasonable that it would take multiple pmr attempts. Troubleshooting steps were reviewed. The rep stated the patient last charged about 3 weeks prior to (B)(6) 2016 and also noticed they could not recharge three weeks ago. Further, it was reported this right ins was overdischarged and the power on reset (por) was cleared in the office before the patient left for home. The patient indicated the right ins was working fine. The rep stated the patient had not been seen since the ins reset at the doctor¿s office. The rep had not had the chance to work with her recently, but the last the rep heard, the por was cleared and the devices were charged and the patient was receiving effective therapy. Relevant medical history included non-malignant pain.